Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. It was reported that the auditory and vibratory functions were not working and that the pump had no sound and would not vibrate to alert the user. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The pump¿s audible and vibration features were functional at power up; at piezo activation the pump audio measured at 62.2db. The pump was opened and no damages were noted to the piezo, vibration motor, and vibration motor contacts. Unrelated to the original complaint, the audio bolus button cover was damaged; however, the bolus button was responsive during the investigation. In addition, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)